Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed downstream occlusion during patient therapy every 10-15 minutes overnight, and the nurse was frequently re-starting it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log was performed and identified the tubing had been loaded several days prior to the event date and shortly after the device was started there were several downstream occlusions alarms. The device was tested at the customer site for downstream occlusion detection, upstream occlusion detection and flow rate accuracy with passing results. Should additional relevant information become available, a supplemental report will be submitted.